Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on the day of the event, between 7:30 am and 8:30 am, emergency medical services (ems) found the patient unconscious in his apartment. The patient had breakfast daily during this time. Upon noticing his absence at breakfast, one of the residents called 911. The patient reported that there was no warning from his dexcom app because the volume was turned off. The patient could not recall the continuous glucose monitor (cgm) reading when he was found unconscious but stated he was very low upon arrival at the hospital. The patient was rushed to the hospital, which is 10 minutes away from his apartment. The patient was treated with medication; however, he is unable to recall further details due to being unconscious at the time. The patient was discharged from the hospital 8 hours later. At the time of the report, the patient was stable, alert, and able to talk. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, at 04:58 am, the estimated glucose value dropped below the low threshold (90 mg/dl), and the app delivered a low alert at 10% volume until 05:08 am. From 05:13 am to 05:28 am, egvs continued dropping, and the app delivered urgent low soon alerts escalating from 10% to 100% volume. At 05:33 am, egvs slightly rose to 70 mg/dl, and the app delivered a low alert at 10% volume. From 05:38 am to 05:53 am, egvs began dropping again, and the app delivered urgent low soon alerts escalating from 10% to 100% volume. At 05:58 am, egvs dropped to the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts, escalating from 10% to 100% volume until 08:58 am, with egvs reaching low (under 40 mg/dl) from 06:33 am to 07:43 am. At 09:03 am, the device experienced temporary sensor error for 10 minutes. At 09:13 am, the egvs returned within range. No additional patient or event information is available.